Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operation, backup defibrillation operation unavailable. The cause of the backup operation was unknown; however, it was suspected to be associated with prior exposure to high voltage lines. The device was restored to normal function with the help from technical services. Patient was stable.